Event description:
It was reported that after an initial period of good pump performance, the fos signal was lost. There were no changes in the patient status. The customer felt that there was a switch problem that caused the signal to be lost. Therefore, because of this, the pump was exchanged. There were no associated patient complications.

Manufacturer narrative:
The arrow field service representative investigated this report. He found that the fos circuit board was defective. He exchanged it and performance tested the pump. The pump was then returned to service.